Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7130830 UDI: (B)(4). Product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5003660 UDI: ((B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure involving complete removal of the dbs system due to infection. Clinical signs included localized redness. Antibiotic therapy was initiated, and cultures were obtained; however, results remain unavailable. The patient has since fully recovered. The explanted devices were retained by the medical facility and will not be returned for analysis.